Manufacturer narrative:
Patient information not available from the site at time of this report. This software issue was documented in a medtronic software anomaly tracking database. Return of parts/files to manufacturer is not expected.

Manufacturer narrative:
Contrary to what was originally reported, there was no patient present when the reported event occurred. A model was being used for testing.

Event description:
A surgeon reported that while in a procedure, the o-arm dose report displayed a negative dose area product value. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software code has been changed to prevent the reported event from recurring.